Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that the pump was stopped and they were getting replace battery now alert and then got power error detected alarm. The customer was advised to disconnect from the pump. The customer was advised to remove the aa battery from the pump and monitor the notification light. The insulin pump will not be returned for analysis.